Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in emergency room after receiving multiple shocks. Upon interrogation, the right ventricular lead exhibited r wave amplitude variation, low pacing impedance and high threshold. Therapy was turned off and patient underwent x ray examination. X ray revealed right ventricular lead dislodgement. The lead was explanted and replaced. The patient was stable post procedure.